Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'does not recognize an open door' which was not reproduced during testing. The reported condition was verified through causality as the evaluator observed the link mounting screw out of adjustment. The link screw was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.